Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to observe as it is not related to the manufacturing. Process. ¿ deflation: observed, an opening assessed as surgical damage. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation." Healthcare professional reported capsular contracture, baker grade iii. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture grade unknown".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d4, h4, h6.

Event description:
Healthcare professional reported "deflation." This record is for the left ride. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "deflation." Healthcare professional reported capsular contracture, baker grade iii. This record is for the right side. Device has been explanted.